Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned coronary treatment and the procedure was completed as planned by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision pc of the allura system was not booting up. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The failure analysis performed for the flexvision pc showed inconclusive evidence of the reported failure as there were no failures observed. However, the fse replaced the flexvision pc which resolved the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the flexvision pc of the allura device was not booting up. The issue was found outside of clinical use. No harm has been reported to philips. A philips field service engineer (fse) visited the site and replaced the flex vision pc. The device returned to expected functionality. Philips has started an investigation of this complaint.